Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. During the servicing, the unit does not trun on in the touch screen, pcba was burned. The device was scrapped. Error code was found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.